Event description:
Literature was reviewed regarding: 'endovascular revascularization of symptomatic infrapopliteal arteriosclerotic occlusive disease: comparison of atherectomy and angioplasty. The time frame of this study was between september 2003 and december 2007. Silverhawk¿ plaque excision device was used. No deaths occurred in the study population. Technical success was 93% atherectomy for the atherectomy group. Five technical failures in the atherectomy group were due to residual stenosis (one vessel), inability to cross the lesion with a wire (two vessels), inability of the atherectomy device to cross the lesion (one vessel), and device malfunction (one vessel). Patient adverse events included: thrombosis, embolism, perforation, arteriovenous fistula, dissection. There were two antegrade access site complications in the atherectomy group, including one common femoral artery pseudoaneurysm and one groin hematoma. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Ref: doi: http://dx.doi.org/10.1055/s-0031-12 a2: average age a3s: majority sex. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.